Event description:
It was reported that the dyonics power cable had a short in the cord. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed that the handpiece connector had a bent prong. The prong was not shorted to other material. A functional test was not performed due to the bent prong. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not confirmed. Please refer to the dyonics powered instruments instructions for use for troubleshooting suggestions and probable causes of problems encountered. Factors that could have contributed to the found failure include excessive force, misalignment, or twisting of the connector during connection/disconnection to a receptacle. During insertion, ensure that the pins on the powered instrument cable are aligned with the matching holes or red dots on the control unit and/or drill/saw receptacle.